Event description:
It was reported that patient images that had been previously acquired were not available for recall, even though they had been saved.

Manufacturer narrative:
Device evaluated by service personnel. No injuries were reported.